Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had a loud/rattingling noise and simply died out. During an in-house engineering evaluation, it was observed that the device overheated to 119 degrees fahrenheit 1 minute into the test. It was further noted that the drive shaft was broken (which caused loud noise and heat), and had a cracked flex circut. It was reported that there was no delay in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly